Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right crossbrace is broken. .

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the metal was broken at the tab. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace bracket was fractured. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the right crossbrace is broken. .